Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the while changing the infusion set, the insulin pump alarmed motor error and no delivery. Customer was unable to complete the rewind. Customer's blood glucose reading was 600 mg/dl; treated with a manual injection. The customer performed partial troubleshooting and was able to clear the alarms and rewind the device. The customer was advised to discontinue the device and revert to a backup plan. Device was replaced and returned for analysis.